Event description:
It was reported that the trend support bracket plastic was damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.